Event description:
It was reported that during implant, the physician experienced difficulties when inserting the leads into this pacemaker's header. All the parameters were reported to be optimal, and the device is working as expected. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product was not returned to boston scientific as it remains in service, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device, resulting in the reported clinical observations. Please refer to the description for more information regarding the specific circumstances of this event.